Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found unit was plugged in ac power and showed both batteries as fully charged. Unit was able to power on with no issues and completed a autofill with the trainer attached. Upon further inspection of logs, the last fault code logged was ID 118, "videowdt failed". The drive manifold, solenoid driver board and executive processor board were all inspected and show no signs of contamination or corrosion. Unit was able to pass the fiber optics test and the all manifolds test. The balloon pump was set run successfully for 90 mins at 130bpm. The fse was unable to replicate the reported issue. Device passed all performance and safety tests according to factory specifications. Device was returned to customer.

Event description:
It was reported that during use, rn called stating the cardiosave intra-aortic balloon pump (iabp) shutdown on its own and needs help restarting the therapy as they have rebooted and powered back up the cardiosave that shutdown. Rn stated that unit was plugged into a non-operating ac outlet, but are unsure of the reason the pump shutdown. Unit was plugged into a red outlet and unit showed an electrical cord plug icon in the middle, between the two batteries. Rn and team was assisted in resumption of therapy and zeroing of the ap waveform. There were some alarms before its shutdown that stated the batteries were in use. A call was made for another pump, but rn and team were comfortable at the time to continue use of the pump in question. Batteries were showing that one was completely full and the other half full per the screen icons. There is no harm to the patient.